Event description:
It was reported a snare loop detached from the catheter during a polypectomy procedure. Retrieval of the loop with biopsy forceps was uneventful. Another unit was used to complete the procedure successfully. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, without evaluating the device, co is unable to determine the cause for this event.